Manufacturer narrative:
The device was evaluated and there was corrosion on the trigger shaft causing the trigger to stick. The device was repaired and returned to the customer.

Event description:
It was reported that trigger on the handpiece would stick. This was discovered while the device was at the MFR being repaired. There was no pt involvement or adverse consequences related to this event.